Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 440 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also had low blood glucose in the 40 mg/dl. Customer declined troubleshooting for low blood glucose. Device also had alarmed no delivery alarm. Alarm was resolved by a complete set change. The reservoir will not be returned for analysis.